Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.